Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/28/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2017 with the following findings: a review of the black box showed reboots. The battery cap was not returned with the pump for investigation. A test cap was used for testing purposes. The pump was run for 24 hours and no power issues occurred. Corrosion was found in the battery compartment. A leak was found in the display lens. The pump was opened to find no further evidence of moisture.